Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to duplicate the reported malfunction. The ventilator passed all testing and operates within the manufacturing specifications. The customer will run a circuit and lung tests for 24-48 hours, prior to returning the unit to patient use.

Event description:
It was reported that, during patient use, a ventilator generated a "safety valve open" alert. There is no report of death or serious injury associated with this event.